Event description:
It was reported that (1) device was used during a laparoscopic cholecystectomy. It was reported by the rep that the hp052 emitted a solid steedy tone when activating pedal with the lcsc5. Another device was used to complete the case. There was no consequence to the pt.